Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulsetm catheter and the patient experienced pericardial effusion that required pericardial tap. Before procedure there was an ultrasound done of the patient that revealed a pericardial effusion. Despite this the consultant continued with the case. The case went ahead with no further issues and the pvi was completed. A few hours after the case, it was reported that the patient¿s effusion had worsened and had a pericardial tap procedure. The patient was stable after this tap. Additional information was received. This adverse event was not known until after the procedure so there was no suspicion of cath issues. The physician's opinion on the cause of the adverse event is the "cath". Patient required extended hospitalization because the patient had an additional surgery (unknown what type and why). Procedural act was 350.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 02-jan-2025. The "surgery" the patient needed was a pericardial tap procedure due to the pericardial effusion. Additional information was received on 07-jan-2025. Patient had a small atria. Patient had a baseline effusion but the physician decided to continue treatment. Nitrates were provided ahead of treatment. Six hours after the procedure, the patient was hypotensive and coded. Emergency drainage was performed (450 ccs). The patient stayed in the ICU (intensive care unit) for 4-5 days with a drain placed. Discharged in good spirits. One week later the patient went hypotensive and needed drainage again in the ICU. Then again, the patient went hypotensive and needed to be admitted to the ICU. The physician believes the tamponade might have happened when the varipulse catheter came out of the vizigo. The patient has developed an auto-immune issue. Therefore, processed b7. Medical history/preexisting condition. In addition, provided the patient age and sex. Therefore, processed a2. Patient age at the time of event, a2. Age unit, and a3a. Sex. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).